Event description:
Sales rep reports the head of the screw became disassociated with the screw shaft upon insertion. The cortical screw was being used as a revision screw and was being placed in relatively good bone. Higher insertional torque was being applied to advance the screw as a result. At the point where the cortical threads began to fully engage the bone, an audible snapping sound was heard and it became apparent that the head of the screw was no longer attached to the screw shaft. The screw shaft was removed uneventfully with a t20 driver and a new screw was placed successfully. The resulting delay was less than thirty minutes and there were no adverse consequences to the patient.

Manufacturer narrative:
The device history record was reviewed for lot t7757. The lot was produced on 03-may-2011 with a quantity of 119 units. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.